Manufacturer narrative:
The reagent information was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 6 patient samples on a cobas e411 analyzer. Sample 1, which was previously frozen, had an initial result of 1884 pg/ml. A 1:5 dilution of the sample was tested and the result was 1153 pg/ml. A 1:10 dilution of the sample was also tested and the result was 1094 pg/ml. Sample 2, which was previously frozen, had an initial result of 1542 pg/ml. A 1:5 dilution of the sample was tested and the result was 837 pg/ml. A 1:10 dilution of the sample was also tested and the result was 909.6 pg/ml. Sample 3, which was previously frozen, had an initial result of 1951 pg/ml. A 1:5 dilution of the sample was tested and the result was 1226 pg/ml. A 1:10 dilution of the sample was also tested and the result was 1219 pg/ml. Sample 4 had an initial result of >3000 pg/ml. A 1:5 dilution of the sample was tested and the result was 5035 pg/ml. A 1:10 dilution of the sample was also tested and the result was 4235 pg/ml. Sample 5 had an initial result of 1837 pg/ml. A 1:5 dilution of the sample was tested and the result was 1040 pg/ml. A 1:10 dilution of the sample was also tested and the result was 1176 pg/ml. Sample 6 had an initial result of >3000 pg/ml. A 1:5 dilution of the sample was tested and the result was 2610 pg/ml. A 1:10 dilution of the sample was also tested and the result was 2338 pg/ml.

Manufacturer narrative:
The qc recovery data provided was within specification. The field service engineer (fse) performed troubleshooting on the analyzer. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. The root cause of the event was not identified.